Event description:
It was reported that the ventilator generated a power error during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a power error during patient treatment. There was no patient harm. During troubleshooting on-site, the field service could not reproduce the reported issue. In discussions with the manufacturer it was recommended to replace the dc/dc & standard connectors printed circuit board as a pre-caution. It was later informed that no part was replaced. The ventilator was returned to the customer after passed functional tests. No further issues have been reported. The evaluation of received device logs confirms a single occurrence of the reported technical error code on march 16, 2022, two days before the reported date of event, which will be updated accordingly. Other clinical alarms were also generated, but none that would indicate that ventilation stopped at the event. High leakage levels were confirmed in the trend log. The last (successful) pre-use check before the event was performed nine days earlier. It is recommended to always pass a pre-use check immediately before use on a patient. A fault conditions that generates the reported technical power error code may lead to the inspiratory valves stop working and stop of ventilation. Alarms will be activated when this error occurs. Since no part was replaced and returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer ref.#: (B)(4).